Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a single partial tear in the catheter tubing. The partial tear in the tubing is located between the 33 and 34 cm depth markers. The tear is nearly perpendicular to the axis of the tubing. The tear site reveals reflective rounded edges. This combined evidence of the irregular slit edges and rough, broken slit walls is typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) of rewf0391 showed no other similar product complaint(s) from this lot number.

Event description:
PICC removed as leaking. On removal noted that PICC almost completely fractured. Sample shows leak between 36 and 37 cm which would be a subcutaneous leak.